Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the ultrasafe passive¿ x-series needle guard syringe there was an issue with leakage. It was stated ¿when the patient opened the box the end of the syringe was loose and the medication leaked everywhere. Loose plunger.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
The customer issued a complaint for a plunger fell out device detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer. Based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration.

Event description:
It was reported with the use of the ultrasafe passive x-series needle guard syringe there was an issue with leakage. It was stated ¿when the patient opened the box the end of the syringe was loose and the medication leaked everywhere. Loose plunger.¿ there was no report of injury or further medical intervention.